Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the reservoir was leaking. He was changing the infusion set when he noticed the reservoir was leaking. His blood glucose was 300 mg/dl. The leak is occurring at the tubing connector snaps on to the reservoir. Customer was doing a set change due to him experiencing high blood glucose levels. The barrel wasn't cracked or split. Customer was advised to return the device for analysis.